Event description:
It was reported the pt is without stimulation and has been unable to establish communication with the ipg using the charger or pt programmer. It has been 6 months since the ipg was last recharged. A physician consult was scheduled. Follow-up identified troubleshooting was attempted by the sjm rep. The charger only gave a yellow flashing light, and the pt programmer gave a communication error message signifying the ipg is inoperable. Further follow-up revealed surgical intervention may be undertaken at a future date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.